Event description:
An ipp device was implanted on 2/5/88. The cylinders and pump were revised on 12/12/88. The pump was revised on 6/10/94. The reservoir and pump were revised on 9/19/94. On 1/6/97 the entire device was removed from the pt, due to fluid loss-one cylinder, and replaced. Add'l lot/ser no: ae626 010.